Event description:
Boston scientific received information that (B)(6) 2015 the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and concomitant left ventricular assist device (lvad) received approximately 30 shocks from their device. Fine artifact from the lvad was noted on the baseline electrogram. R-wave amplitudes were low at 2.2 mv and t-waves were very large with no separation between the qrs and t-wave complexes. It was noted the patient also had ventricular tachycardia (vt) in the vt-1 zone at the same time. The device was reprogrammed to try and mitigate this issue. Additional information was received ten days later that the patient came in for an x-ray. An infection was noted with vegetation on either the valve or the leads, therefore the crt-d system was explanted. The next day, the patient underwent another procedure to remove the severly infected lvad, but subsequently died during that procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.